Event description:
A peritoneal dialysis (pd) patient reported that fluid leaked from inside the cassette door. The fluid leak was discovered after taking the cassette out. Fluid was discovered in the pump module area and on the external of the cassette. Patient stated that this was the second setup tonight and on the first setup she cancelled the setup due to the balloon valve leak warning occurring in step 5 of setup. When she took the cassette out (first setup), the patient noticed that there was a fluid leak on the inside of the cassette door and she re-setup using new supplies. An air detected in cassette warning occurred during dwell 1 of 4 of treatment prior to the fluid leak. Technical support informed the patient to let the cycler air dry before using it again if there is ever a fluid leak. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that fluid leaked from inside the cassette door. The fluid leak was discovered after taking the cassette out. Fluid was discovered in the pump module area and on the external of the cassette. Patient stated that this was the second setup tonight and on the first setup she cancelled the setup due to the balloon valve leak warning occurring in step 5 of setup. When she took the cassette out (first setup), the patient noticed that there was a fluid leak on the inside of the cassette door and she re-setup using new supplies. An air detected in cassette warning occurred during dwell 1 of 4 of treatment prior to the fluid leak. Technical support informed the patient to let the cycler air dry before using it again if there is ever a fluid leak. Additional information was requested, however to date has not been provided.